Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 06/13/2013.(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07163. The same patient is represented in each medwatch.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat urinary incontinence on (B)(6) 2008 and (B)(6) 2009 mesh was implanted into the patient. The specific implantation date was not specified. It is reported that the patient experienced pain, erosion of internal tissues, and underwent additional surgeries and revisionary procedures. No additional information is provided at this time.